Event description:
Hcp reports the patient presented in february 2006 with signs of infection including redness and swelling in the location of the ipg pocket. A culture was obtained which produced staph aureus growth. The patient was treated with IV and oral antibiotics and underwent a partial device system explant. The infection was resolved. The explanted device was not returned to the manufacturer for analysis.

Event description:
Manufacturer rep. Reported infection at pocket site. The device was explanted and soaked in antibiotics for a few minutes. The device was not returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.